Event description:
The report received from the affiliate indicated that during an endovascular procedure for stent placement due to malignant biliary obstruction, the physician encountered resistance/friction during delivery of the smart biliary 10 x 60 40cm stent and placed the stent distal to the intended target lesion. The stent was delivered through the drainage route from the middle abdomen. An additional stent was implanted proximally to the previous stent to fully cover the target lesion. There was no reported patient injury and the patient was reported to be in stable condition. The target lesion was reported to be: an 80% stenosis, and not calcified/tortuous.

Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The temperature indicator on the pouch was not checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled properly according to the instructions for use (IFU). The product was inspected and prepped properly according to the IFU. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The sds did not pass through any acute bends. No difficulty was encountered during advancement and no excessive force was used during the procedure. The smart control locking pin was in place during advancement to the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside the patient as per the IFU. No unusual force was applied during deployment of the stent. The tantalum markers were reported to have opened symmetrically. No additional information was available. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from an affiliate indicated that during stent placement in a biliary obstruction the stent ended up distal to the intended target after encountering resistance/friction during delivery of the device. The target lesion was a malignant biliary obstruction that was being accessed through the drainage route from the middle of the abdomen. It is unknown if the lesion was pre-dilated. The unconstrained stent size was 1-2mm larger than the vessel diameter, the vessel was not tortuous but was 80% stenosed. During delivery of a 10x60 40cm smart biliary stent the physician encountered some resistance and the stent was placed distal to the intended target site. An additional stent was implanted proximal to the first to fully cover the target lesion. According to the investigator "friction occurred with the stent delivery system (between the inner shaft and the outer sheath) and could not deploy smoothly. The locking pin was in place while the device was being advanced and removed prior to deploying the stent. The sds was advanced beyond the lesion and withdrawn back into the lesion prior to deployment. The stent was fully deployed without any report of injury to the patient." A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14007616 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 14007616. Outer member subassembly lot 13348188 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). Inner member assembly lots 13446680 and 14003094 were reviewed it was observed during review of this lot that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the information provided it is not possible to determine an exact cause for the reported event but there are procedural and/or vessel/lesion characteristics that may have been contributing factors. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.